Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump passed the off no power test, self test, unexpected restart error test, and displacement test. The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The functional tests could not be completed, including the occlusion test and excessive no delivery alarm test, due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that during priming, the motor did not recognize the reservoir and continued to push until the whole reservoir of insulin had been dumped. The blood glucose reading was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.